Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the (B)(6) 2013. Upon receipt the instructional leds were observed to dimly flicker while the device was powered on, and during saverevo testing, as per the reported fault. The membrane tail was found not to be securely clamped within the j11 connector and multiple sets of clamp marks were observed on the membrane tail tracks. This had resulted in a poor connection between the tracks of the membrane tail and the j11 pins, resulting in the reported fault. Furthermore, the shock button would not respond during the shock test, which was a further symptom of the poorly clamped membrane tail. No mechanical issues were identified with the j11 connector actuator, as it remained closed throughout the investigation after reinstalling the membrane tail. The faults could not be replicated upon correctly installing the membrane tail. Heartsine records indicate the device had performed to specification during out qat testing on the 9th august 2013, indicating that the membrane tail had made sufficient contact with the j11 pins at this time. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
AED¿s lights all light up during saverevo test. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report.

Event description:
AED¿s lights all light up during saverevo test. There was no patient involved in this event.